Event description:
A malfunction on a pump was reported, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from cts, who provided pump reset information, and the issue was resolved after the pump was reset successfully. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.